Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was that they had the ins removed and they wanted to know what to do with the external equipment. Agent reviewed requested information with the pt. Pt may donate the controller to mdt. Agent sent an e-mail to repair requesting a fedex return label. Agent asked the pt when the ins was removed; pt said that they thought it was (B)(6), 2023. Agent sent agent asked the pt if there was a problem with the device/therapy; pt said that the ins kind of quit working for them. Pt said that they had such an old system that it kind of bothered them as they couldn't have a MRI if anything happened due to the old leads. Pt said that they had the ins implanted in chicago and they had the ins for a long time and for quite a while the ins did what it needed to do but then the ins quit working for them.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.